Event description:
Related manufacturer reference number: 2017865-2023-93328. It was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead exhibited high pacing impedance and the right ventricular lead helix was automatically rotated out. The physician elected to complete the procedure with a different atrial lead and different right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual and x-ray evaluations were normal with no anomalies found.